Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2 and 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 4/14/97. After iabp for 24 hrs, the "iab circuit failure" alarm sounded from the pump and scant blood was noted in the tubing. Low augmentation was noted and, within 45 minutes, pumping stopped. There were no complications rpt'd from the event. The pt was hemodynamically unstable over the next 24 hrs and a second iab was inserted through the new graft/cutdown method on the same left groin. Event complications: unk - rpt'd 4/16/97; none - rpt'd 5/8/97. Pt current status: multi drip - rpt'd 5/8/97.